Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that there was no rpm reading on the console. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, a 1.50mm rotalink plus was advanced over a rotawire and one ablation pass was made inside patient's body. However, when the physician was about to begin the second pass, it was noted that the rpm's on the console did not show once he stepped on the foot pedal and with the burr was audibly spinning. Consequently, the physician removed the burr from the patient's body while on dynaglide mode and still with no rpm reading displayed on the console. No patient complications were reported and the patient's status post-procedure was stable.